Event description:
It was reported through clinic notes that high impedance was detected through system diagnostics. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent a revision of lead and generator due to high impedance. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
The patient's generator and lead were returned for product analysis. Product analysis was completed on the returned generator. The generator performed according to functional specifications with no anomalies identified. Product analysis has not been completed on the lead to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. A portion of the lead was returned in 4 pieces. A lead fracture in the negative quadfilar coil was identified. Scanning electron microscopy found pitting at this location. The appearance of the broken coil wires suggest a stress induced fracture occurred in at least one stand of the quadfilar coil; however, the corrosion of the wire prevents identifying the fracture mechanism of the other strands. Additionally, there was a location in the positive coil where two strands of the coil were broken. No other anomalies were identified. No further relevant information has been received to date.